Manufacturer narrative:
Additional information was received that the pump was able to be charged with a different usb cable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle despite the attempt of multiple usb cables. The customer¿s blood glucose level was 169 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.